Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s infusion set came off and the ilet was not used thereafter, resulting in interruption of insulin delivery with a reported blood glucose of 400 mg/dl and reliance on pens until replacement supplies arrived; education was provided regarding the correct use of the cannula driver versus infusion sets, indicating a usage issue rather than a device malfunction. Symptoms included hyperglycemia, dry mouth, and blurred vision. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.